Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working very long time with one battery, had power error message. The customer¿s blood glucose level was 11.5 mmol/l. The customer was assisted with troubleshooting. The customer was reported that there was humidity in the battery compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly.